Event description:
Subsequent to the initial MDR, additional information has been received. On (B)(6) 2026, around 5:30 am, it was reported that the patient¿s cgm was reading (B)(6). The patient was also wearing an omnipod insulin pump. The patient was treated with juice, pepsi, and coffee with creamer, however, despite treatment, the cgm only increased to (B)(6) and then dropped back down to (B)(6). Eventually the cgm then read low and a bg meter reading was taken which was found to be (B)(6). After about 15 minutes a repeated bg meter reading was high mg/dl while the cgm continued to display "low". Emergency medical services (ems) was called around 7:30 pm, and when they arrived the patient¿s bg meter reading was still high. Ems transported the patient to the emergency room (ER). At the ER, the patient¿s cgm was still reading low while the bg meter was reading (B)(6). Shortly after this, the patient began vomiting. The patient was treated with intravenous (IV) insulin and IV fluids. The patient was discharged home later the same day around 3:00 pm. The patient was ¿fine¿ at the time of report. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. B6 relevant tests/laboratory data, inclu - additional information. H2: type of follow up - additional information.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On(B)(6) 2026, it was reported that the patient¿s cgm was reading low but he was asymptomatic. The patient was also wearing an omnipod insulin pump. The patient self-treated with food and coffee with creamer. Despite this, the patient¿s ¿blood glucose continued to drop.¿ emergency medical services (ems) was called around 7:30 pm, and when they arrived the patient¿s bg meter reading was 600 mg/dl. Ems treated the patient with intravenous (IV) insulin and IV fluids. Shortly after this, the patient began vomiting. Upon recheck, the patient¿s cgm was still reading low while the bg meter was reading 515 mg/dl. The patient was taken to the emergency room (ER) but not admitted and was discharged after being there for less than 24 hours. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.